Event description:
Anchor was inserted approximately 3/4 of the way in arthroscopically when the inside of the anchor started to break apart and fracture through the first thread. The surgeon had to open the patient's shoulder to rongeur off the proud portion of the anchor. Procedure was completed with remaining anchor and suture.

Manufacturer narrative:
No product is being returned for evaluation.